Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. Review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned to gore for evaluation. The gore, gore® viabil® biliary endoprosthesis instructions for use (IFU) states: complications associated with the use of the gore® viabil® biliary endoprosthesis may include complications associated with other biliary endoprostheses, including but not limited to: endoprosthesis misplacement, endoprosthesis migration, endoprosthesis fracture, obstruction of branch ducts, bleeding due to vascular erosion, and endoprosthesis occlusion due to biofilm / sludge formation, extrinsic compression or tumor overgrowth at the endoprosthesis ends. Complications may also include those often associated with any endoscopic procedure performed on the biliary tract. These complications include: infection, bleeding, duct perforation, hematoma, hemobilia, cholangitis, pancreatitis, fever, trauma to ductal system or duodenum, and death.

Event description:
It was reported to gore by conmed ((B)(4)) that during an endoscopic retrograde cholangiopancreatography (ercp) procedure using the gore® viabil® biliary endoprosthesis, the device migrated. Reportedly the stent was placed in (B)(6) 2021 and the patient was brought back today ((B)(6) 2022) for reevaluation. It was reported by the conmed representative, dr. (B)(6) showed pictures from the first case ((B)(6) 2021) and the distal fins appeared to have been deployed intraductally. Reportedly, the physician showed pictures from today and the stent appeared to have moved further into the ducts. Reportedly, the device appeared to have migrated proximally into the common bile duct. It was reported the distal anti-migration fins on the gore® viabil® biliary endoprosthesis device appeared to have been deployed inside the papilla versus transpapillary as intended. It was reported no fluoroscopy images are available. It was reported the device was removed by physician intervention on (B)(6) 2022. Reportedly, the stent is not available for return as it was disposed of by the endoscopy team. It was reported the device extended approximately less than 2cm when originally placed relative to the stricture. Reportedly, the device extended into the duodenum approximately less than 1 cm. The lot number is unknown. It is unknown if the anatomy was unusually tortuous or if the stricture was previously treated. It was reported by the field sales associate that the fluoroscopy images were not released into his possession and additional information was not provided to him by the facility.